Event description:
Sales rep from medtronic xomed UK reported that a dr. At an overseas hospital called to report an "airway fire incident" which occurred in 2001. The incident occurred during a laser procedure for the removal of laryngeal papilloma. Anesthesia was administered using a laser shield ii et tube. Towards the end of the procedure, it was noted by the dr. That the tube cuff had been damaged by the laser, but given the procedure was at an end, the dr. Chose to allow the surgeon to continue, rather than introduce a new tube. When the laser was energized a fire in the patient's airway occurred, and according to dr. "The patient survived".he stated that somebody in the hospital had inadvertently discarded the tube and all packaging. He also stated that "in no way did he consider the company's product to be at fault", and he also stated that he "accepted all liability, as he chose to proceed after noticing that the cuff integrity was compromised. Dr would not provide any additional information regardng the patient's condition.